Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, starting the initial drain before connecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly connecting to the homechoice when starting therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during the initial drain on the homechoice (hc). The caregiver indicated during troubleshooting that the home patient had initiated therapy on the hc before connection to the patient line of the cassette. The caregiver stated the patient had connected to the patient line after the hc had entered the initial drain. The technical service representative assisted the caregiver to end therapy and advised to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. N additional information is available.